Event description:
It was reported that the right ventricular (rv) lead impedance trend has been increasing. It was also reported that during recent follow up no intervention was done, or is scheduled to be done other than continued monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.